Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. In-process qa inspections shows one nonconformance that has no impact on the quality issue reported. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "in (B)(6) hospital (B)(6), when connecting aquapak, the water overflows to the connection part. Bottle leakage and burst". No patient harm reported. Issue was detected during preparation of product for patient use.